Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the complaint device was received, and an evaluation was performed. Visual inspection revealed that there was saline in the tube, and there were no anomalies on the device or its tip. The device was connected to a test vapr vue generator, the device was recognized¿ and the appropriate settings appeared on the generator. When the device was activated with the footswitch, the electrode showed no function. Therefore, the reported issue is confirmed. The complaint device was forwarded to the manufacturer for further investigation. Their visual inspection revealed the distal tip shows no obvious signs of use, there was saline residue on the tip and the suction tube, no visible damage to the handle or the plug, and slight scratches on the heat shrink. The active continuity electrical test failed, and the functional activation test failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The manufacturer¿s analysis determined the cause of the failure was a break in the active continuity across the electrical crimp in the handle. A DHR review was performed for the complaint device, no non-conformance's or deviations with the manufacturing process have been indicated which might explain the failures observed. The supplier reviewed complaint records over the last 12 months and found the frequency of occurrence was as anticipated in the risk analysis. A supplier investigated the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. As the complaint rate is within the risk levels, no further actions will be needed at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a DHR review was performed for the complaint device, no non-conformance's or deviations with the manufacturing process have been indicated which might explain the failures observed. UDI: (B)(4).

Event description:
Device report from depuy mitek reports an event in (B)(4) as follows: it was reported by the affiliate via email that the equipment and product were connected correctly, but it did not work during procedure. This is all the information available for reporting. This report is for one (1) vaprs s electrode. This report is 1 of 1 for (B)(4).